Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology; however, a cause for the clip becoming caught in the chordae, resulting in difficulty removing the device, could not be determined. The reported patient effect of tissue damage appears to be related to procedural conditions, as a chordal tear occurred as a secondary effect of the clip interacting with the anatomy. It should be noted that the reported patient effect of mitral valve injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The additional cds is filed under a separate medwatch report.

Event description:
This is filed to report the clip got caught in the chordae, and chordal rupture. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 3. To further reduce the mr, a second cds (70405u133) was implanted reducing mr to 2-3. A third cds (70405u132) was advanced to the mitral valve, however the leaflets could not be grasped due to the anatomy. When retracting the cds, the clip became caught on the chordae and a chordal rupture was noted. Standard troubleshooting was performed and the clip was freed. During the grasping attempts with the third clip it was noted that the second clip detached from the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr returned to 4. The third clip was not implanted and was removed. The procedure was discontinued. Mr remains at 4. The patient is stable. There is no additional treatment planned for the patient. No additional information was provided.